Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. In addition to the reportable malfunction mentioned in the event description, it was observed, air/water flow issues were noted, bending angulations was out of specifications, the bending section cover (a-rubber) glue was found separated, the plastic distal end cover (c-cover) was damaged, the universal cord was buckled, the lenses glue was worn out, the distal end insulation was out of specification, and the insertion tube was buckled. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the angulation control knob of the evis exera iii gastrointestinal videoscope felt loose or light. Upon inspection of the customer¿s returned device it was observed, the air/water channel of the subject device was clogged. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.